Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a significant drop in battery voltage. Review of the device voltage history showed a high drain in battery current for five months before the voltage drop bottomed out, rebounded, and then proceeded draining at a normal level. The crt-d remains in use. No patient complications have been reported as a result of this event.